Event description:
Procedure: lap ventral hernia repair. According to the info received from the surgeon's attorney: the surgeon performed a laparoscopic ventral hernia repair on a pt. Subsequently, this pt apparently had an ovarian cyst which was causing some abdominal pain; next to this cyst, was one of the protack tacks which the plaintiff and her expert are claiming was the cause of her pain. According to the attorney's expert's, the tack is inert and should not cause any pain or problems, but that if it did, this is a risk of surgery. The attorney stated that, "we are making no claim against protack."